Manufacturer narrative:
Patient information - unknown. Occupation - other; inventory manager, distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2021-00034).

Event description:
It was reported that a revision plif was performed, on (B)(6) 2021, utilizing the reform pedicle screw system. During the procedure, a reform modular 6.5 x 40mm polyaxial bone screw (39-ms-6540) was removed, the hole was then tapped with the 65mm& 75mm taps and upon insertion of a reduction polyaxial screw assembly - æ7.5mm x 50mm (39-rp-7550), driving with power, the tip of the reform driver with mechanical lock (hxx-39-0001) broke. The screw was helicoptered out and replaced. Subsequently, another level was prepped using the 65mm, 75mm & 85mm taps in sequence and upon insertion of a reform 8.5 x 110mm polyaxial pedicle screw (39-pa-8511), the tip of a second reform driver with mechanical lock (hxx-39-0001) broke. This failure occurred before the screw was fully seated. The screw was helicoptered out and replaced with a reform 8.5 x 100mm polyaxial pedicle screw (39-pa-8500), utilizing a driver that was readily available in another reform set. There was no patient injury, but there was a delay of five (5) minutes because of the reported malfunctions. Initial implantation was two-years ago. Revision was required to add more stability and extend the construct.

Manufacturer narrative:
H3 device evaluation - both drivers were examined by eye and with the aid of a 5x loop. The fractured surface of the 33936mm component is not fully a flat planer break. There is a flat planer area as well as a secondary non-planer area that is believed to be the final breakage area. It is not clear if the breakage was solely due to this usage or if prior usage resulted in a fracture that manifested itself in this procedure. Review of device history recordsfound thirty (30) pieces of this lot were released for distribution on 8/31/2017 with no deviation or anomalies. Complaint history review did not reveal a trend for reports of this nature for the reported part number. No corrective actions are recommended at this time. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2021-00034-1 / 00035-1).

Event description:
It was reported that a revision plif was performed, on (B)(6) 2021, utilizing the reform pedicle screw system. During the procedure, a reform modular 6.5 x 40mm polyaxial bone screw (39-ms-6540) was removed, the hole was then tapped with the 65mm& 75mm taps and upon insertion of a reduction polyaxial screw assembly - æ7.5mm x 50mm (39-rp-7550), driving with power, the tip of the reform driver with mechanical lock (hxx-39-0001) broke. The screw was helicoptered out and replaced. Subsequently, another level was prepped using the 65mm, 75mm & 85mm taps in sequence and upon insertion of a reform 8.5 x 110mm polyaxial pedicle screw (39-pa-8511), the tip of a second reform driver with mechanical lock (hxx-39-0001) broke. This failure occurred before the screw was fully seated. The screw was helicoptered out and replaced with a reform 8.5 x 100mm polyaxial pedicle screw (39-pa-8500), utilizing a driver that was readily available in another reform set. There was no patient injury, but there was a delay of five (5) minutes because of the reported malfunctions. Initial implantation was two-years ago. Revision was required to add more stability and extend the construct.